Event description:
It was reported that the smartsite 20mm vented vial access device experienced difficulty disconnecting the device. The following information was provided by the initial reporter: after striking a bottle of paclitaxel (hospira) cannot remove the liquid from the bottle. The operator tried several times to pull the piston out of his spike-screwed syringe, without success, even after testing to inject air into the vial with the syringe: it is not possible to use the well-adapted device on the bottle. A new spike must have been used to hit a new bottle. This incident has occurred several times with the specialty paclitaxel but also with other cytotoxic substances (notably zaltrap). For now the spike connected to the bottle are kept waiting for instructions: there have been no leaks. In appearance, no observable smartsite defect no liquid was injected into the vial. The vial was struck with the smarsite in order to remove the liquid, which was not possible. There were no consequences for the patient, medical or pharmaceutical personnel. A new smartsite and a new vial of paclitaxel were used for the preparation. Additional information received: no the device did not show any physical damage. The tip was capable of piercing the bottle. The device is positioned on a paclitaxel bottle and therefore in contact with a dangerous substance.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-13. H6: investigation summary: one mv0420-0006 from lot 202016 was received without packaging for investigation. The device was received with an intact vial containing medication attached to it. A visual inspection of the sample received did not identify any product defects or manufacturing issues which could have contributed to the customer¿s experience. Functional testing was performed by the manufacturer who reported significant resistance is withdrawing the drug from the vial which confirmed the customer¿s experience. A review of the production records as well as testing performed on retained samples from lot 202016 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following an in-depth failure investigation, the manufacturer¿s analysis concluded that as the occlusion did not clear, the most probable root cause for the occlusion is that the filter was blocked and it is likely that the vent was blocked with the medication. This can either be caused by misuse, if the vial was inverted during reconstitution or that during the drug withdraw it would force the drug into the lumen and block the filter. Additionally, it could have the result of a manufacturing defect with the filter or lumen that doesn't let air in. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 202016 was provided by the initial reporter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite 20mm vented vial access device experienced difficulty disconnecting the device. The following information was provided by the initial reporter: after striking a bottle of paclitaxel (hospira) cannot remove the liquid from the bottle. The operator tried several times to pull the piston out of his spike-screwed syringe, without success, even after testing to inject air into the vial with the syringe: it is not possible to use the well-adapted device on the bottle. A new spike must have been used to hit a new bottle. This incident has occurred several times with the specialty paclitaxel but also with other cytotoxic substances (notably zaltrap). For now the spike connected to the bottle are kept waiting for instructions - there have been no leaks. - in appearance, no observable smartsite defect - no liquid was injected into the vial. The vial was struck with the smarsite in order to remove the liquid, which was not possible. - there were no consequences for the patient, medical or pharmaceutical personnel. A new smartsite and a new vial of paclitaxel were used for the preparation. Additional information received: - no the device did not show any physical damage - the tip was capable of piercing the bottle - the device is positioned on a paclitaxel bottle and therefore in contact with a dangerous substance.